Event description:
It was reported by a family member, the patient heard an "alert tone playing recently and wondered what it was for." Follow-up with the physician was recommended. Additional information from the physician's office indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and will not be received. Concomitant products: (B)(4) implantable pacing lead 2006 (B)(6); 5076-45 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.